Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the guide wire became kinked during insertion, making it difficult to remove". The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".